Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy after multiple falls. X-rays showed that the l3 lead was fractured. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2022-06112. Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.